Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had black tarry stools on an unspecified day in (B)(6) 2015. It was noted that coumadin was discontinued at that time and the gastrointestinal bleed resolved on its own. The patient was then sent home on lovenox, which was a bridge to getting the patient back on coumadin. It was mentioned that the patient was back on coumadin at the time of this report. On (B)(6) 2015, the patient's lactate dehydrogenase (ldh) rose to 897 u/l. The patient's hemoglobin was 8.2 g/dl and international normalized ratio was 2.6. The customer reported that the patient stated he was asymptomatic. The patient declined admission. The patient would continue with weekly lab draws and a log file download and ramp echocardiogram was planned during the patient's next clinic visit. The patient has reported no power elevation trends on his home monitoring sheet. On (B)(6) 2015, the patient's ldh was 3000 u/l and it was reported that the pump had spontaneously stopped and then restarted. It was mentioned that the patient had gained 100 pounds since the pump implant and was not a candidate for transplant or pump exchange. The lvad was turned off on (B)(6) 2015 and the patient was placed on milrinone.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. The reported pump stop events were confirmed based on the evaluation of the submitted log file; however, specific causes for the events and for the reported thrombus, elevated ldh, and gi bleeding could not be conclusively determined. Based on complaint history and similar reported events, increased pump power and flow, low avg. Pi, elevated ldh, low speed hazards, and pump stop events are potential indicators of pump thrombosis; however, a direct correlation could not be determined without a full evaluation of the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.